Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with va-lcp condylar plate construct on (B)(6) 2012. On (B)(6) 2012, pain in the thigh was noted. Reportedly the plate broke post-operatively. Patient was returned to the or on (B)(6) 2013 for removal of hardware. Patient was treated by re-laminofixation and cement spacer and bone graft. Patient was prescribed partial weight bearing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.